Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. Legal manufacturing confirmed that the customer's reprocessing steps do not deviate from the instructions for use. Based on the results of the investigation, olympus confirmed a clip as a foreign material remained in device, but the root cause cannot be identified. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use. Detection methods are written in instructions for use: gif-290 series operation manual, chapter 3 preparation and inspection. Prevention measures are written in instructions for use: gif-290 series reprocessing manual, chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was reprocessed before it was returned for evaluation. The device was appropriately precleaned without any delay. There were no abnormalities with the reprocessing accessories. The manual cleaning was performed within an hour after the procedure. The device was appropriately rinsed before manual disinfection. The foreign material could not be identified. The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material that came out from the biopsy channel, which has been attributed to insufficient cleaning. There were no reports of patient involvement.